Event description:
The patient¿s legal guardian reported that the patient's blood glucose level increased to more than 20 mmol/l (360 mg/dl) while wearing the pod. The pod reportedly fell off the infusion site (back) resulting in cannula dislodgement, and the cannula was also observed to be bent. The pod was subsequently discarded and not available for return. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.